Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting and informed the customer that it may be due to a faulty sensor or wire. Cts also assisted the customer with reseating the float switch harness. The customer indicated that the harness was wet which indicated that it was coming into contact with the wash concentrate. A field service engineer (fse) was dispatched on (B)(4) 2011 and found the wash concentrate was leaking and replaced the float switch on the wash concentrate reservoir. The fse verified repair per established procedures and results meet published performance specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 800 pro synchron chemistry analyzer was giving "wash concentrate reservoir not filling" error, but the wash concentrate reservoir was full. Customer also indicated that some crust was around the wash concentrate reservoir lid. No injury or operator exposure was reported in this event.